Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. (B)(4).

Event description:
A literature article reviewed cases of glaucoma filtration device (gfd) exposure. The features of cases exposed to the conjunctiva after the gfd insertion were examined. This was a retrospective study of 169 eyes in 151 patients who underwent gfd insertion from april 2012 to april 2017. Exposure time, intraocular pressure before exposure, course of treatment, shape of filtration bleb, and intraocular pressure after exposure were examined. This report is for case 1, a (B)(6) female who has secondary open angle glaucoma. She had a gfd implanted. Five months postoperative glaucoma drops were restarted. Eleven months following the procedure, a needling revision was performed. After that intraocular pressure control was poor and additional treatment was done. Because of poor residual vision function, no further treatment was performed. Approximately two and a half years following the initial procedure, the gfd was exposed through the conjunctiva. One month later the gfd was removed. No further information is expected. There are four medical device reports associated with this article. This report is for patient one of four.